Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Patient called and reported is still experiencing halos in both eyes. The advanced surface ablation procedure he had performed did not help with the halos. During his last follow-up, surgeon told him that he wouldn''t do or recommend an explant. He was told by the surgeon to wait to see if the halos go away. He asked about his options and I suggested he refer to his healthcare provider or seek another opinion.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as the lens reaming implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was implanted into the right eye of a patient on (B)(6) 2016. Post-operatively, the patient experienced issues with reading at a normal distance unless the reading material was laid onto the ground when reading. The patient also reported experiencing halos and night blindness, however distance and mid-range vision is okay. In later follow up, it was learned the right eye was implanted first and there were no issues. The left eye was then implanted and the patient started having issues with reading. There have been no secondary surgical procedures at this point. No additional information was provided. Note: this complaint folder will address the patient's right eye. The patient's left eye will be addressed in a separate MDR.

Manufacturer narrative:
Additional information received reported the patient had an advanced surface ablation (asa) procedure performed on (B)(6) 2017 and is happy with his near vision and can read fine now. His vision was tested on (B)(6) 2017 and was 20/20 in his right eye (od) and 20/16 in his left eye (os). There were no injuries reported, however, the patient still has issues with halos and glare in both eyes (ou) and was told by the surgeon to give his eyes more time to adapt. The next follow up appointment with the doctor is (B)(6) 2018. No additional information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.